Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient faced tubing damaged event on (B)(6) 2025 and explained that upon waking, the patient noticed that the tubing of his catheter had torn off the end connected to the catheter. The patient ended up with hyperglycemia. The patient did not communicate the blood sugar level. Upon waking, the catheter was discarded by the patient. No further information available.